Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional heart catheterization procedure. Reportedly, the proglide device would not backload onto the guidewire. Another proglide device was backloaded on the same guide wire and used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. Once removed from the guidewire the proglide device was manipulated and deployed outside of the anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty inserting the guide wire was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.